Manufacturer narrative:
To date, no additional information has been received and the lead remains implanted and in service without further complications. If new details are forwarded, a follow-up report will follow.

Event description:
Boston scientific received information that during the implant procedure of this right atrial lead, repositioning was required to obtain favorable values and in doing so, the patient expressed light pain along with a drop in blood pressure. After a 10-15 monitoring period, the patient stabilized and the procedure was successfully completed. Additionally, it was reported that via an echocardiograph, light bleeding from the apex was observed. No additional adverse patient effects were reported.